Manufacturer narrative:
The device was not returned to olympus for evaluation. The contact was advised of issue by the operator of the device and the contact advised that they would monitor the device. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the light source's light emitting diodes (leds) were flashing on the front panel. There were no reports of patient harm.

Event description:
The costumer reported the issue was noticed while troubleshooting the unit for the light not illuminating and that there was no patient impact or injury; issue was resolved.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: b5, d8, h4 and h6. While speaking with the olympus technical assistance center (tac), the customer was advised to send the unit in for repair. Tac reported that no troubleshooting was performed; the malfunction is not understood. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.